Event description:
The caller reported the tracheostomy tube was pre-tested and placed in the patient in the operating room. Within hours, the tracheostomy tube caused a ventilation alarm of decreased volume delivered. Upon inspection of the tracheostomy tube, the pilot balloon seam was found to be open. The patient was re-cannulated. The tracheostomy tube was discarded, and the lot number is unknown.